Manufacturer narrative:
The exacto cold snare was not returned for evaluation; however, a piece of plastic that had broken off the exacto cold snare device was returned for evaluation. The plastic piece that was returned was determined to be the strain relief that is connected to the handle assembly. The strain relief is used to help prevent kinking and buckling of the catheter. As the device was not returned for evaluation a root cause cannot be determined. The instructions for use states that the following conditions may not allow the device to perform properly: "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. Attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position, and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." The device history record was reviewed and no abnormalities were identified. A complaint review indicates this to be an isolated event. There have been no other complaints associated with this lot. No additional issues have been reported.

Event description:
The user facility reported via medwatch report (B)(4) that during a patient procedure their exacto cold snare did resect properly. When the user was bringing the snare out of the scope channel a piece of the plastic catheter was observed to be broken off. The procedure was completed successfully and no injuries were reported.